Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
(B)(6) 2022, it was reported by a sales representative via email that an ar-2326bcc biocomposite swivelock eyelet fell off the inserter and could not be used. A second ar-2326bcc swivelock was opened and the anchor broke off inside the patient, all fragments were retrieved. An ar-1665bcsl-39 loop-n-tak was opened and the anchor also broke off inside the patient, all fragments were received. Surgeon completed case with a bigger swivelock anchor. This was discovered during a subscapular repair (B)(6) 2022.